Event description:
Device was removed due to "infection". Entire device was removed and not replaced. 2/3/97 - upon receipt of the physician/surgeons response for add'l info it stated... "Culture results revealed staph aureus. Device was not replaced and there are no circumstances in the pt's history which could have contributed to this occurrence, pt is not diabetic".